Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: from (B)(6), 2025 to (B)(6) 2025, (B)(6) and (B)(6) university used smartsite connectors and pre-filled, three-way, and infusion screw connections. The operation failed because the infusion pathway dividing membrane could not be opened normally. Similar problems occurred in the three departments, involving more than 5 smartsite connectors. During the operation, the nurse chose to replace the new smartsite connector from the same batch or change the pre-filled brand. In the end, the smartsite infusion pathway dividing membrane still could not be opened. The department finally chose other brands of connectors as replacements. Additional information received from the customer: how was the fault discovered? = clinical visits, customer feedback found that the joint failure was found during operation. Please confirm whether the fault was found during the feeding process or during the infusion process? If it was during the infusion, how long was the infusion lasted? = found during the feeding process. With the new connector, the connection is found during the process. Please confirm the brand and model of the connected product? = smartsite needle-free closed infusion connector, 2000e china please confirm if there is any visible damage on the unit, such as cracks, flashes, or piston deformation? = there was no visible damage. Please confirm what substance was infused at the time of the event? = saline.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 2000e china sample was available for investigation. The customer reported that the affected sample was from lot 24095559 and that the "smartsite connectors and pre-fill, tee, and infusion screw connections, which failed to operate due to the failure of the infusion pathway segmentation membrane to open properly." The customer provided a photograph of the sample packaging but analysis of it could not determine the root cause of the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24095559 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.